Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary dysfunction. It was reported that the patient was implanted on the day of the report and, when they got home, it wouldn't work. On (B)(6) 2018, it was reported that the programming had been cancelled out during surgery, which led to it not working when they got home from the implant surgery. They were reprogrammed at the office that morning and the issue was resolved. There were no further complications reported or anticipated.